Manufacturer narrative:
A replacement pump was sent to the customer. Attempts to contact the customer for further information and the device return have been unsuccessful. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush are under investigation in (B)(4).

Event description:
On (B)(6) 2017, the customer reported to a medela customer service representative that the let down button was not working properly on her pump in style breast pump. At that time she also reported that on (B)(6) 2017, she was seen by her physician and had been prescribed doxycillin and was seen again on (B)(6) 2017, and prescribed kflex for a yeast infection.

Manufacturer narrative:
The pump was evaluated on 4/3/2017. The kit components were found to be dirty.